Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.

Event description:
The surgeon was performing a davinci hysterectomy procedure using a 4 arm davinci. It was a very long robotic case, in which two robotic instruments broke. The surgeon was able to complete the entire dissection and colpotomy robotically. The surgeon tried to deliver vaginally, but when they realized that the uterus was too large, they decided they would need to use the pks plasmasord. The morcellation was going well, when they encountered bleeding; pt suffered a laceration to the venacava and bowel, and another surgeon was called in to perform a laparotomy. The pt was sent to the ICU for observation and recovery and was later discharged and sent home.